Event description:
During a demonstration in the doctor's office, an anchorage plate was broken. The plate was a sample which had been attached to a sawbones toe. It was removed and an attempt to bend it into dorsiflexion which resulted in plate fracture. Plate benders from the anchorage instrument set were used.

Manufacturer narrative:
When the investigation is completed the results will be provided on a supplemental report.